Manufacturer narrative:
The second pedicle probe returned is product part number 22spt10, lot # 6803902 manufactured 12/31/2012. An evaluation of both returned lenke probes found the instruments had broken approximately 35 mm from the distal tip. The 35 mm location is the transition point where the 6.35 mm diameter shaft tapers down to the pointed tip. The distal pointed tip contains the smallest diameter on the instrument, and is subject to the most stress during use. Bone probes are designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to fracture and/or deform the tip in this manner.

Event description:
The distal tip of two pedicle probes were found broken upon return to spd.